Manufacturer narrative:
Legal claim received on 13-jul-2016 essure was inserted on (B)(6) 2011. After being implanted, she suffered from severe and permanent injuries. Company causality comment: this case report initially was received by consumer, upon receipt further information from lawyer this case was considered a legal case and refers to an adult female consumer/ plaintff who had essure (fallopian tube occlusion insert) inserted and presented disease hashimotos and apparently had medical removal. These events, seen as autoimmune thyroiditis and medical device removal are serious due medical importance and required intervention. Thyroiditis is unlisted while device removal is listed. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the event, causality between this event and essure use cannot be excluded and since essure removal was required, this case is regarded as incident. Regarding to hashimoto's disease, this event is considered as unrelated to essure use since essure acts locally in fallopian tubes. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case # FDA-2014-n-0736-0646, awareness date 18-aug-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011 for permanent birth control. As historical condition she has one parity. Consumer reported that she gained 124 pounds in 2 years time frame. She developed a thyroid disease hashimotos and polycystic ovarian syndrome as well. She also experienced chronic fatigue and constant inflammation. She stated that she would be satisfied if essure was taken off the market and all medical expenses for medical removal was covered. Company causality comment: this non-medically confirmed and spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and presented disease hashimotos and apparently had medical removal. These events, seen as autoimmune thyroiditis and medical device removal are serious due medical importance and required intervention. Thyroiditis is unlisted while device removal is listed. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given event's nature, causality between this event and essure use cannot be excluded and since essure removal was required, this case is regarded as incident. Regarding to hashimoto's disease, this event is considered as unrelated to essure use since essure acts locally in fallopian tubes. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Ptc investigation result was received on 13-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed and spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and presented disease hashimotos and apparently had medical removal. These events, seen as autoimmune thyroiditis and medical device removal are serious due medical importance and required intervention. Thyroiditis is unlisted while device removal is listed. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given event's nature, causality between this event and essure use cannot be excluded and since essure removal was required, this case is regarded as incident. Regarding to hashimoto's disease, this event is considered as unrelated to essure use since essure acts locally in fallopian tubes. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up information received on 20-oct-2015: this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1984). The consumer reported she was a mother of 5 children when essure was placed. The procedure was performed 6 weeks after giving birth. She started to get super depressed and with low iron. Exactly 6 months to placement she started gaining a crazy amount of weight. So she went back to her gynecologist, he was at a loss after several tests including biopsies. He then referred her to reproductive endocrinologist whom then diagnosed her with hashimotos, hypothyroidism pre-diabetes and put her on medication, he referred her to endocrinologist. She had 3 different endocrines due to lack of listening to what her main concern was, increased weight gain, still chronic fatigue. He prescribed armor thyroid and she could semi function. She stated she could not help the constant migraines, severe gi issues on top of auto immune. Company causality comment: this non-medically confirmed and spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and presented disease hashimotos and apparently had medical removal. These events, seen as autoimmune thyroiditis and medical device removal are serious due medical importance and required intervention. Thyroiditis is unlisted while device removal is listed. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the event, causality between this event and essure use cannot be excluded and since essure removal was required, this case is regarded as incident. Regarding to hashimoto's disease, this event is considered as unrelated to essure use since essure acts locally in fallopian tubes. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.